Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 215 mg/dl.